Manufacturer narrative:
The event electrodes were returned for evaluation and the customer's report was not replicated or confirmed. A thorough evaluation of the electrodes was performed and no assembly or performance issues were found. Visual examination observed hair adhered to the adhesive. However, the adhesive peel test passed within specification and reflected excellent bonding capability. Based on the results, it was concluded there were no adhesive discrepancies with this sample electrodes. The customer received a replacement set of electrode pads. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the electrodes would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch reports 1218058-2015-00134 and 1218058-2015-00149 for similar events reported from the same customer.